Manufacturer narrative:
There was no report of device malfunction during the procedure and the system functioned as expected. Submission of this report is associated with the recent acquisition of gynesonics by hologic, inc. During the integration into hologic's adverse event reporting system and procedures, a review of historical adverse events was performed. As a result, this event was identified as being reportable on (B)(6) 2025 and is being reported retroactively out of an abundance of caution.

Event description:
This patient was treated on (B)(6) 2021 and received three ablations in a 7-cm transmural anterior fibroid (along with a smaller type 4 myoma that was ablated first, also anterior). She noted postop leukorrhea that has persisted. On mr, it appears that there is a tract from the center of the fibroid to the endometrial cavity that might be involved in the persistent discharge. The fibroid, which was 6.8 cm on baseline u/s is now around 5.8 cm on mr (I calculated an approximate 38% reduction in volume over the past five months). The patient may be offered a hysteroscopic partial myomectomy to clear the fibroid tissue abutting the cavity (there does not appear to be any extrusion of the fibroid into the cavity).